Manufacturer narrative:
Covidien reference #: (B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced and there were no signs of tissue or blood on the product. The delivery system was not bent and the plunger was not broken. The plunger was not, however, pushed to the end. The emergency release on the delivery system was not implemented. The electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visual damage. As the device was received, the product functioned according to specification. The plunger not being pushed to the end is indicative of mishandling.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for at least three years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.